Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected changes in left ventricular (lv) pacing through the coronary sinus lead. A loss of capture and increased thresholds were reported along with the patient experienced diaphragmatic stimulation. The patient was brought in to reposition the lead and fluoroscopy noted the lead was in the device pocket. It was unknown if this patient was a twiddler. Of note, one of the two grooves of suture was still sutured and the other appeared like it had gone though suture and suture's proximal part had come off and could not be located. The subclavian was now clotted up and occluded. The physician thought it could be from piece of sleeve that had come off and gone down into vein. The lv port was plugged and a new lead was not inserted. There were no adverse effects to patient.

Manufacturer narrative:
The complete lead was returned to our quality assurance laboratory. Visual observation noted dried blood/body fluid in the lead lumen. Electronically, this lead was found to be within specification. The field allegation could not be confirmed by testing.